Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display. Insulin pump received with cracked case at the display window corners, cracked liquid crystal diplay window, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Information received by medtronic indicated that the insulin pump frequently loses setting after battery changed, also it had condensation under screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.